Manufacturer narrative:
Despite the reported complaint of non-auditory sensations and pain with device use, the recipient reportedly continues to wear the device.

Manufacturer narrative:
UDI number: na.

Event description:
The recipient is reportedly experiencing non-auditory sensations and pain with device use.

Manufacturer narrative:
Advanced bionics does not consider this event to be reportable. Device testing revealed results within normal limits. The recipient continues wearing the device. This is the final report.